Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The anesthetized patient was transferred to another operating room to continue the procedure. A philips field service engineer (fse) visited the site and confirmed that the c-arm and table movements avoided normal operation of the system. The fse reviewed the logfile and found power failure errors. To solve the issue regarding the c-arm movement issue the fse replaced the following parts: mvr low power, luc board, extension board 1&2 and mvr high power board. Analysis of the system log file confirmed an issue with the geometry. For the table movements issue, the fse found that there was a loss of communication between the maquet table and the system. Inspection from the maquet team (table supplier) was requested and the maquet field service engineer (fse) solved the table issue without revealing the solution to philips. After these parts replacements and the solution from the maquet fse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device lost geometry movements during a procedure. The patient was transferred to another room to complete the procedure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.